Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported air embolism appears to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Additionally, air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided for the air embolism.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. An xt clip was inserted and placed on the mitral valve. During the removal of the lock line, bubbles were observed in the anatomy. Two clips were implanted during the procedure, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.